Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the ins shut off by itself two times since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.